Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and noted that there is no sign of hardware or kit preparation issue. Customer was informed of the finding and was advised that it's customer decision on whether to release results or not. Customer reported that they retested all positives using a cobas instrument and they are all positive. Customer reported that they have no concerns about contamination and do not expect any further follow up/log review from hologic.

Event description:
Customer called hologic technical support to report that they were getting more positives results than normal on the panther fusion instrument sn (B)(4). The run in question used the same sars-cov-2 reagent set (lot 307645) that was on the instrument day before. The site reported a few samples but then stopped. Customer was concerned about wl (B)(4) and asked tech support to review the logs to see whether there were any hardware or assay issues.